Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, liquid adhesion inside of video connector and b33 scope malfunction occurred was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.